Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd secondary set c63 opaque had foreign matter. The following information was provided by the initial reporter, translated from dutch to english: we discovered contamination in a secondary set during preparation. The hair is completely stuck in the thread, so it must have been involved in the material during production or packaging. This is lot number ta12177 with expiration date 2025-9-30.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2025-01221 was sent in error. (Foreign matter-outside fluid path) is not considered to be a reportable malfunction. MFR#: 9616066-2025-01221 is void as a result.

Event description:
No additional information.